Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was unable to charge the pump. The customer's blood glucose level was 180 m/dl. Customer continued to use the pump for insulin therapy, but also had an alternate pump and manual injections as back up therapy if needed.